Event description:
An optometrist reported a patient presented with dry eye and epithelial cell ingrowth in the left eye approximately three weeks post lasik. The epithelial cell ingrowth was noted to be near some microstriae. There has been no loss of visual acuity. The patient is using artificial tear eye drops. The patient will be seen in follow up to discuss possibility for secondary surgery for epithelial cell ingrowth. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).